Manufacturer narrative:
Failure to osseointegrate, while uncommon, is an inherent risk of the procedure known to doctor and pt before the procedure is initiated and is dependent on many factors including the pt's age, sex, health, and social history, the type and size of the defect being grafted, occurrence of site preparation trauma (heat or pressure), primary stability of the implant, and graft placement technique. Though pepgen will remodel to bone at a similar rate as natural bone in a pt, it is impossible to determine the specific resorption rate of any bone grafting material; material placed in an area of low vascularity and little osteogenic potential will take much longer to remodel to bone than if placed in a more active site. From the info provided, it is not possible to detemrine if the implant or graft was the etiology of failure, though it does not appear that the grafting material malfunctioned. The lot number was provided for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
It was reported that infection was present and no ossseointegration was achieved in a site into which popgen p-15 flow and an implant (not MFR by dentsply) had been placed approx one month earlier. As a result, the implant and graft were removed and replaced with dfdba.